Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2009 the patient was implanted with an accolade tmzf plus hip [stem] and lfit anatomic v40 femoral head. It is further alleged that the patient had suffered injury, pain, discomfort, and was revised on an unknown date and the products are among those subject to recall.

Manufacturer narrative:
Device information added. An event regarding disassociation, crack/fracture and corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: op report was received and the records provided were rejected by the clinician - need primary op report, x-rays, clinical past history and examination of explanted components. Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2009 the patient was implanted with an accolade tmzf plus hip [stem] and lfit anatomic v40 femoral head. It is further alleged that the patient had suffered injury, pain, discomfort, and was revised on an unknown date and the products are among those subject to recall. Update as per revision op report: "postoperative diagnoses: 1. Catastrophic failure after right total hip arthroplasty. 2. Mechanically assisted crevice corrosion after right total hip arthroplasty. 3. Morbid obesity with a body mass index of 40. [...] "The trunnion was noted to be fractured. We then elevated the proximal femur out of the wound and the trunnion and the head were disengaged. We turned our attention to removing the well fixed femoral component. The trunnion was noted to be severely damaged with a large inferior notch and was clearly deformed and would not be compatible with the reconstruction. Thus, we elected to remove it."